Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the cuff was identified; therefore, the cuff was removed and replaced. There were no patient complications.